Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed a minimal pocket infection and became septic. It was determined the responsible bacterial organism was staphylococcus aureus. The device and leads were removed. The status of the leads is not known and it was indicated the device would be returned. The patient experienced complications of renal failure, endocarditis, and stroke. The patient was intubated and hospitalized for three weeks.